Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set was damaged which resulted in a leak. This issue was further described as, ¿fluids were found to be existing above the insertion site due to a smashed IV port¿. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 25, 2021 - october 26, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed that the clealink y-site was crushed. The reported condition was verified. The cause of the condition was determined to be generated by the machine during the manufacturing process;; potentially an incorrect tubing placement as part of the coiling operation, leading the packaging to crush the y-site. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.